Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5054915; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had a severe cramping before and after a trial procedure which was not device related. There were no complications during trial procedure. It was also reported that the patient had muscle spasms in the back and tingling legs. The physician prescribed a muscle relaxer medication and the patient was reportedly doing well.